Manufacturer narrative:
E1: initial reporter address and postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheels of a prismaflex machine were observed to be broken. This event occurred before use when the machine was moved. The device was at risk of tipping over when pushed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the wheels were broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the machine instability was the broken wheels which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.